Manufacturer narrative:
No information about product return.

Event description:
Easy spine: failure to implant. No more information about this case. It was reported to complaint team on (B)(6). Additional information was requested to investigate

Manufacturer narrative:
Additional information received on 06 dec 2017: surgeon wanted to implant one rod of 70 mm and one of 80 mm. To do so, he had to open two boxes of devices to have implants of 2 different sizes because devices are packaged by 2, 1 device of each size was not implanted. Regarding lack of information we had when opening this complaint, we reported in case the event could possibly be a serious injury. With additional informations, it appears not to be a serious injury and not device related. Event has been reassessed and does not need to be considered as a reported event. Then no more report will be sent on this case.

Event description:
Easy spine: two boxes opened to implant different sizes.